Event description:
The plaintiff's attorney alleged the plaintiff experienced a cerebrovascular event on or about 1820334-2013-00376 2011 after the use of the product.

Manufacturer narrative:
This is one event (cerebrovascular) for the same patient involving two separate products; associated MDR # 1225714-2013-02880.